Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted the customer regarding an issue where orders were not transferring for one patient and confirmed that the patient had been transferred from a different hospital. The customer confirmed that issue was resolved within the host system. The tss received confirmation that the issue was resolved and obtained permission to close the ticket. The system functioned as intended after the technical support specialist and customer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ es server, orders for one patient were not crossing over despite the patient being present on the es server. A visit existed; however, reconciliation was not occurring. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.